Event description:
It was reported that intermittent occlusion alarms occurred. The customer would change the pump supplies to address the occlusions. On (B)(6) 2025 the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of 386 mg/dl with ketones. The customer received intravenous fluids of saline, potassium, insulin, a dextrose shot, and antibiotics, which resolved the issue without causing any injury or permanent damage. Customer was discharged on (B)(6) 2025.